Event description:
Reported overinfusion. No pt injury was reported. Drug infused was vecuronium. Pump was set to deliver 3ml/hr. Over the time involved, the pump should have delivered 8.3ml, but actually delivered 18.35ml. Pump started running at noon and nurse noted that the bag was almost empty at 2pm. In subsequent testing, the pump was set at 3ml for 2.75 hours. The pump said it delivered 17.53ml, but actually delivered 10ml (underinfused during this test). In another subsequent test, the pump was set to run for just a min, but in that min, it delivered 1.33ml.

Manufacturer narrative:
Device evaluation is underway; results will be reported when the evaluation is completed.